Event description:
It was reported that the depleted battery was explanted and a primary cell device was implanted in its place. The explanted device was overdischarged and ¿unable to be used.¿ it was noted there were attempts to get the battery out of overdischarge but without success. No symptoms were reported.

Manufacturer narrative:
Product ID 3998, lot # la9344, implanted: (B)(6) 2003, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).